Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration.

Event description:
Patient reported "displaced" and "was not feeling well, weird immune reaction symptoms". Healthcare professional later reported "displacement, not feeling well, weird immune reaction symptoms and exchange". This record is for the left side. The device remains implanted.